Manufacturer narrative:
Cine and echo images were submitted to edwards lifesciences for review. The observations and estimate measurements are as follows: the patient was noted to have severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, and no mitral annular calcification (mac). There was fair coaxial alignment of valve and delivery system. The image intensifier angle was noted to be good. The valve positioning was 50:50, and post deployment it was noted to be 80:20 aortic, and approximately 5mm early aortic movement of the sapien valve was noted. There was no loss of pacing capture, the ventilation was held and post deployment angio showed aortic regurgitation (ar). From the echo it was observed that the annular diameter was approximately 20mm, the sinus of valsalva (sov) was measured to be 29mm sov, and the sinotubular junction (stj) was measured to be 22 mm. The impressions of the imagery are as follows, the annular rupture was secondary to severe calcification of the native aortic valve, and significant valve over-sizing (26mm sapien in a 20mm annulus). This likely contributed to annular rupture, although no clear site of tear is evident on the cine and the tee images. Per the instructions for use, cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential adverse events associated with the tavr procedure. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, from the impressions of the imagery review, it appears that the reported annular rupture was a result of a combination of a severely calcified aortic valve, significant valve over-sizing, and procedural factors. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient experienced an annular rupture post deployment of the edwards sapien valve. The sapien valve was crushed and removed via surgical approach. The root was repaired and a 21mm valve was sutured in placed. According to the case summary, the patient was prepped in the usual fashion. Tee measurements were between 22 and 24 mm but were difficult to attain due to the amount of calcium in and around the annulus it was decided by the team to proceed with a measured 23mm bav to determine if there would be any leak and if not then proceed with a 26mm sapien valve. A simultaneous angio was done and showed no leak. The 26mm valve was inserted through the 24fr sheath, positioned as prescribed, and deployed in a 60/40 aortic position. The tee showed moderate to severe leak and after further study of the echo was decided to add 1cc of contrast to the rf3 and then post dilate the valve. Immediately after the post dilation, the patient's pressure started to decrease and the echo showed a small effusion. The pericardial effusion started to increase and the team elected to do a pericardial window. And the pressure responded for a short time. It was then decided to open the chest and investigate the source. The cardiothoracic surgeon (cts) discovered that the annulus was torn and placed the patient on cardio pulmonary bypass (cpb). The sapien valve was crushed and removed. The root was repaired and a 21mm valve was sutured in place. The patient received multiple units of blood products throughout the procedure. At the end of the procedure with multiple attempts to control bleeding it was decided to leave the chest open with compression packs and bring back at a later time to close. Patient was taken to the ICU intubated and was monitored.